Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified. No charging pad was received for investigation therefore no evaluation could be performed for the charging pad allegation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided charging pad. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad. There was no adverse impact to the customer¿s blood glucose level.